Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred on (B)(6) 2020 at 8:00 am. The patient reported obtaining alleged inaccurate high readings of "337 and 360 mg/dl" with the subject meter. The patient manages her diabetes with insulin on a self-adjusting dose (type not reported). The patient claimed she took 7 units of insulin in response to the elevated results. The patient reported developing symptoms of "dizziness, fatigue, sweating excessively" 1 hour after the alleged issue occurred. The patient claimed she treated herself with food and felt better afterwards. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on alleged inaccurate high results obtained with the subject meter.